Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device restart/reboot itself. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included full functionality testing without duplicating the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the error logs did not find evidence to support the reported event.